Event description:
Healthcare professional reported the valve was removed when the pt returned with a supravalvular aneurysm. The surgeon reported that the aortic wall at the right and left cusp appeared to have disintegrated. One week post reoperation, the pt expired. The valve was returned for eval.